Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch #unk. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the patient positioning when this specific trocar was inserted? What was the anatomical position of this specific trocar? Was this the 1st trocar placed? Was this trocar placed using visualization? Did the patient have any previous surgeries?

Event description:
It was reported that during an unknown procedure, they were using the trocar 2b5lt as they were trying to insert it, the lip of the trocar became stuck on some fascia and in doing so they had to apply more pressure and that resulted in a puncture in the mesenteric artery. They ended up giving the patient some units of blood as they addressed that situation. Case completed with the trocar since it was already in.